Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an open low anterior resection. The stapling device was being applied to the colon. The device did not fire. In order to resolve the issue and complete the case it was changed to a new device. There was no patient injury.